Event description:
After switching to tandem autosoft 90 6mm infusion set, I have had nothing but trouble. The sets do not stay in. I am having to replace them every day, two days if I'm lucky. Due to the increased usage, I ran into trouble with insurance paying for them making getting more out of the question. These sets are terrible and only lead to poor diabetic control.